Event description:
It is alleged that during a case there was arcing at the distal clevis where the cautery hook inserts into the mouth of the scalpel/electrocautery instrument. No adverse events to the patient were reported.